Event description:
It was reported that during the implant attempt, when screwing the atrial lead to the device, the setscrew was loose. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. The set screw was noted to be missing.